Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient underwent posterior fusion with instrumentation at l4-l5 using bone created from burring facet joints as well as some of the posterior fusion mass bone from the above augmenting with infuse and bmp to obtain a facet fusion to treat severe facet arthrosis l4-l5 with associated back pain. Also during this procedure, removal of old hardware at l2-l4 with assessment of fusion at l2-l4 and use of intraoperative fluoroscopy. There were no complications during the surgery, however after surgery, the patient turned and extubated and experienced a laryngospasm requiring re-intubation. It is of note that some benign-appearing seroma fluid was encountered at the level of the hardware. It was cultured and sent for cell count. No organisms and only a few white cells were identified indicating this was not infected. It was felt there was a low enough risk for infection that the operation would proceed.

Event description:
It was reported that on (B)(6) 2005: the patient underwent spinal fusion with rhbmp-2/acs. On an unknown date in 2008: patient underwent an unknown surgery due to generative disc disease. Post-op complications were: legs give out, numbness in legs, can't stand up straight, pain coming from the part of his back that the surgery was done. On (B)(6) 2009: the patient underwent a surgery at l4-l5. On an unknown date, 2010 patient underwent a surgery due to degenerative disc disease. Post-op complications were: legs give out, numbness in legs, can't stand up straight, pain coming from the part of his back that the surgery was done. On (B)(6) 2010: the patient underwent a corrective surgery due to degenerative discs. Post-op complications were: legs give out, numbness in legs, can't stand up straight, pain coming from the part of his back that the surgery was done. On (B)(6) 2010: the patient presented with chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.